Event description:
It was reported by service report that the bed exit function is not working properly. However, the bed could not be located in order to perform an evaluation. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Customer could not locate bed in order to perform an evaluation. A follow-up will be submitted with investigation results once the bed is located and an investigation is performed.